Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received without the original packaging. Per visual inspection, the balloon looked good, without any issue. Per functional testing, the balloon inflated without any issue. The complaint was not confirmed. No other analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective action was taken because the complaint was not confirmed.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two devices that were used in the operating room were defective and not inflating. Patient involvement unknown. The second involved device was documented on complaint (B)(4).